Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that two days after the procedure, the catheter separated when the patient moved. As a result, the doctor removed the catheter. The doctor stated that the patient frequently touched the catheter after the procedure. A new catheter was not inserted. No patient injury.